Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft coating peeled off. A 16x3.00mm rebel stent was selected to treat the lesion. However, during preparation, when the stylet was pulled from the end of the catheter, resistance was encountered. The portion of the shaft proximal to the stent looked like the coating had unraveled or peeled off. The procedure was completed with another of the same device. No patient complications and the patient's status was stable.